Event description:
It was reported that the device had difficulty converting an arrhythmia. Three shocks were required. During the event, there was undersensing. There was some noise while the device was charging but therapy was successfully provided. Technical services advised some programming options. The system was abandoned and replaced with a transvenous system. There were no additional adverse patient effects.